Event description:
"Ntaneous" case was reported by a physician and describes the occurrence of device breakage ("on the right side after deployment of the microinsert the inner portion of the device was noticed inside of the coils; either broke or not deployed entirely") in a (B)(6) female patient who had essure (batch no. He013bj) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("on the right side after deployment of the microinsert the inner portion of the device was noticed inside of the coils; either broke or not deployed entirely"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: the insertion of the left microinsert was without complications. On the right side after deployment of the microinsert the inner portion of the device was noticed inside of the coils; either broke or not deployed entirely. The insert was removed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ('on the right side after deployment of the microinsertion the inner portion of the device was noticed inside of the coils; either broke or not deployed entirely') in a 37-year-old female patient who had essure (batch no. He013bj) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("on the right side after deployment of the microinsert the inner portion of the device was noticed inside of the coils; either broke or not deployed entirely"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: the insertion of the left microinsert was without complications. On the right side after deployment of the microinsert the inner portion of the device was noticed inside of the coils; either broke or not deployed entirely. The insert was removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.